Event description:
Three valiant navion stent grafts were implanted during an unknown endovascular procedure. Core lab review of CT imaging from (B)(6) 2021 identified a new type ib endoleak on vnmc3131c90tu (B)(6). The max aortic diameter was noted as 39mm. The imaging was noted as non evaluable (ne) for stent fracture, stent ring enlargement and stent ring migration. No aortic enlargement was observed. Core lab revew of CT imaging from (B)(6) 2022 showed a persistent type ib endoleak on vnmc3131c90tu (B)(6) the max aortic diameter was noted as 39mm. The imaging was noted as non evaluable for stent fracture, stent ring enlargement and stent ring migration. No aortic enlargement was observed. Core lab review of CT imaging from (B)(6) 2022 showed a persistent type ib endoleak on vnmc3131c90tu (B)(6). The max aortic diameter was noted as non evaluable. The imaging was noted as non evaluable for stent fracture, stent ring enlargement, stent ring migration and aortic enlargement. Some measurements were noted as ne due to significant artifact presence and device overlaps; and the imaging from (B)(6) 2022 did not include the entire treated region. The cause of the type ib endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the valiant navion was initially implanted to treat a symptomatic penetrating aortic ulcer. Per the physician, the cause of the type ib endoleak was due to flow from celiac trunk. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.